Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient stated upon removal of the sensor, they did not see a sensor wire and wondered if it was still in the skin. The patient stated, the insertion site became infected and saw a doctor, however, he did not remember what medications were provided to him. At the time of the report, the patient was doing well. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information was available.